Event description:
Approximately 11 years after a right total shoulder replacement, surgeon decided patient indications necessitated revision shoulder arthroplasty. Surgeon explanted in-situ implants: all poly glenoid, humeral head, replicator plate and torque defining screw. Surgeon implanted new replicator plate, torque defining screw and humeral head. Event is not related to the breakage of a device. Event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital retains the products. No further information provided.

Manufacturer narrative:
D10: concomitants: 2543128 300-10-15 - equinoxe replicator plate 1.5mm o/s 2628749 300-20-02 - equinox square torque define screw drive kit 2682596 310-02-50 - equinoxe, humeral head tall, 50mm (beta).